Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during inspection that the cardiosave intra-aortic balloon pump (iabp) unit had helium gas leak issue occurred. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that upon inspection the leak was identified at the helium regulator, gas tubing, and helium transducer. The three components were replaced and the issue was resolved. Device passed the performance and safety checks according to factory specifications.